Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a bph surgical procedure at 269,456 joules of use, "aiming beam fires straight out of fiber; firing out tip" was noted. The fiber was exchanged and the procedure was completed with a second fiber at "269,456" joules of use. The fiber tips (caps) of both fibers were not cleaned during the procedure. Patient outcome: no injury to the patient reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2400-609b-1170: the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the glass cap exhibits severe devitrification at output window; the metal cap exhibits moderate detritus adhesion on surface; the outer flow tubing open end exhibits minor scratch marks, and partially erased blue arrow indicator. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.